Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple resistances were experienced during the fill process. Reportedly, the issue resolved and the customer successfully filled the cartridge. Additionally, it was reported that a cartridge change error occurred. The customer loaded a new cartridge to resolve the issue and resume insulin delivery. Customer¿s blood glucose level was 186 mg/dl.